Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultralink meter read inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began around the beginning of (B)(6) 2014. The patient reported blood glucose results of ¿105 mg/dl¿ with the subject meter and ¿25 mg/dl¿ on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient manages his diabetes with oral medications (type/ amount not specified). It is not known if the patient made changes to his usual diabetes management routine. The patient reportedly first ¿felt low¿ and, shortly after testing on the subject meter, the patient claimed he became unresponsive. Emergency medical services (ems) was reportedly contacted. The patient was administered intravenous (IV) glucose and given food as treatment. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly obtained a blood glucose result suggestive of a serious injury on another device and received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.